Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was treated with gentamicin (50mg, route, frequency and duration were not reported), vancomycin (day 1, 5 and 10, dose, route, frequency and duration were not reported)), ceftazadine (1.5g, intraperitoneal, frequency and duration were not reported), nystatin (orally, dose, frequency and duration were not reported). At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.